Event description:
The customer stated that the system would display a cine disk error upon boot up. This would prevent the cine function from operating. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced the cine drive cables. The system operates as intended.